Manufacturer narrative:
The device was returned to lirc for investigation. The device was not returned to the manufacturer for investigation. Root cause is unknown at this time.

Event description:
It was reported that a rod was explanted on an unknown date for an unknown reason; however, during a review of investigation findings from the (B)(6), it was identified that the rod was unable to retract and minor discoloration was noted.